Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient's right knee was revised due to instability. Surgeon reported that the components had settled into varus alignment. The patient's entire knee construct was revised to competitor components. Rep confirmed there are no allegations against the revised insert or patellar component. Rep also reported he can supply a picture of the explants, and that no further information will be released by the hospital or surgeon.